Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert. Beginning (B)(6) 2015, v sensing integrity counts up to 1271; vt-ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient had an lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained ventricular tachycardia. Additionally, the lead had noise that were being detected as ventricular events resulting from a possible fracture. Furthermore, the noise also lead to pacing inhibition. The lead was programmed off, then later capped and replace. No patient complications have been reported as a result of this event.